Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report a loss of connection that occurred on (B)(6) 2016. Patient stopped and restarted a sensor session to try and correct the signal loss. Sensor failed. Patient is currently in the middle of a 2 hour warm up with a new sensor. No injury or medical intervention was reported.